Manufacturer narrative:
Pump received with missing retainer ring. Unable to lock a test p-cap into the reservoir compartment due to completely broken lip and missing retainer ring. Unable to perform all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test or lock a test p-cap into the reservoir compartment due to missing retainer ring. Unit was successfully downloaded using thump software. On adapt, no relevant alarms were noted. Pump was cut open to perform visual inspection and found no moisture damage on the electronic assembly, motor or force sensor. The following were noted during the physical inspection: detached retainer ring, broken reservoir tube lip, missing reservoir tube o-ring, cracked case (battery tube), cracked case corner of belt clip rail, cracked battery tube threads, cracked keypad overlay and stained keypad overlay and pillowing keypad overlay. Unable to confirm prime/fill anomaly and no delivery/occlusion alarm due to completely broken lip and missing retainer ring. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported an insulin flow blocked alarm and a change sensor alert. The customer reported no adverse event. The event involved product(s) mmt-332a, mmt-397a, mmt-7040ma, and mmt-1884l. Troubleshooting was not performed for the insulin flow blocked alarm, and it was a past event. Troubleshooting was not performed for the change sensor. No harm requiring medical intervention was reported. No product return is required for mmt-332a, mmt-397a, and mmt-7040ma. The customer was instructed to discontinue device use. Mmt-1884l was requested, and the customer's response was that the device would be returned.